Manufacturer narrative:
Due to character limit in e1 event site telephone number is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that the cardiosave intra-aortic balloon pump (iabp) during routine checking the device displayed a ¿may require maintenance¿ message on startup and error code 79 found in the fault logs . There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h6(medical device problem, investigation type, investigation findings, investigation conclusion, component code), h11.it was reported that during routine check, the cardiosave intra aortic balloon pump (iabp) had the "may require maintenance" message upon start up. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that service inspection identified compressor hours at 4477 the compressor was replaced because it had nearly reached its lifetime usage of 5000 hours. The tidal volume disk was also replaced. Error code 79 found in the fault logs was cleared per technical support guidance. The product passed all functional and safety tests per manufacturer specifications.